Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. Therefore, the root cause was due to a broken/missing purge flag. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a could not read disk error. The purge cassette was replaced, however the error persisted. The aic was replaced without any further reported issue. No harm or injury to patient reported.